Event description:
A facility administrator (fa) reported to fresenius that the arterial chamber on the bloodline set filled without opening the clamp and the heparin line occluded and prevented the passage of solution during the patient's hemodialysis (hd) treatment. The reported issue was resolved by replacing the supplies. Additional information was obtained during follow-up. Treatment was performed on a 4008s machine. It was not reported how far into treatment the failure occurred. There was no serious injury or required medical intervention. The patient's estimated blood loss (ebl) was approximately 50 ml. Treatment was restarted on the same machine and completed successfully with new supplies. No loose connections were identified. No defect or damage was noted. The sample was not reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A facility administrator (fa) reported to fresenius that the arterial chamber on the bloodline set filled without opening the clamp and the heparin line occluded and prevented the passage of solution during the patient's hemodialysis (hd) treatment. The reported issue was resolved by replacing the supplies. Additional information was obtained during follow-up. Treatment was performed on a 4008s machine. It was not reported how far into treatment the failure occurred. There was no serious injury or required medical intervention. The patient's estimated blood loss (ebl) was approximately 50 ml. Treatment was restarted on the same machine and completed successfully with new supplies. No loose connections were identified. No defect or damage was noted. The sample was not reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.